Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected evaluation conclusion code. Evaluation summary: (B)(4): shaft seal out of position, blood was noted on distal conductor (not obstructed), helix mechanism (sleeve head) and helix mechanism, and tip seal observation; the analyst noted that the helix would not extend and retract in the correct number of turns until dried blood was loosened in the sleeve head. No fracture was found on the lead; full lead returned and analyzed. The performance of the device and any injury that may have occurred.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4)the helix would not extend and retract in the correct number of turns until dried blood was loosened in the sleeve head. The most likely problem at implant was the out of position shaft seal. No fracture was found on the lead; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): shaft seal out of position, blood was noted on distal conductor (not obstructed), helix mechanism (sleeve head) and helix mechanism, and tip seal observation; the analyst noted that the helix would not extend and retract in the correct number of turns until dried blood was loosened in the sleeve head. No fracture was found on the lead; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the screw extended prior to implant but would not extend after three times of extending and retracting. Apparent lead fracture also reported. The lead was not used. No patient complications have been reported as a result of this event.